Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap pneumonectomy, some deployed staples in the middle of staple line were unformed or formed in lumbricoid shape and loosely b-formed after the 4th firing on the bronchial tube. The cartridge was green. The doctor commented that it had seemed there had been a resistance while moving the knife. Additional suture was performed to complete the case. There were no adverse consequences to the patient. No device will be returning.